Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA/501k: k122734. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that during use, less rigid needle which twists during suture. More information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used needle attached to a piece of thread. The used needle is bent as can be seen in the enclosed pictures. The part that is bent is a correct area to grab the needle. The used needle received cannot be analyzed for bending strength as it is already bent. Needle bending strength test results on samples during production were 14.35 nxcm and 14.52 nxcm in minimum and fulfil needle specifications of 10.8 nxcm in minimum. This kind of needles (hr37) have a particularity that the length is important compared to the diameter which is thin. This particularity makes the needle more sensitive during manipulation, especially in the area that has bent. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.